Manufacturer narrative:
System analysis/service repair on march 23, 2015: the reported ¿errors 833 and 653¿ were confirmed and determined to be the result of a faulty resonator. Resonator water flow was blocked. The resonator s/n (B)(4) was replaced with resonator s/n (B)(4). The system was tested and verified to meet manufacturer¿s specifications. The replaced resonator s/n (B)(4) was returned to ams on april 14, 2015.

Manufacturer narrative:
Corrected: fu01_reported: the replaced resonator was returned to ams on (B)(6) 2015. Fu02: resonator returned to ams (B)(6) 2015. Service in the field performed on (B)(4) 2015. The replaced resonator s/n (B)(4) was returned to ams on (B)(4) 2015. Product evaluation: the resonator s/n (B)(4) was returned to ams on (B)(4), 2015 and evaluation was performed on april 10, 2015. The evaluation revealed restricted water flow 1.2lpm with fully open valve; both lbos were moisture damaged; pmux was cracked; lasing power fold back was at higher end in final test stage and coupler cover was stuck. Diode, both lbos, pmux assembly, coupler cover, desiccant, photo detectors, calibration tube with filter and aperture were replaced. The resonator was realigned and a new test report was completed.

Event description:
It was reported that while using the greenlight surgical laser during a prostate procedure, error codes 671 and 653 were received. The case was completed using an alternate procedure (turp). There was no injury reported.